Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Interrogation of the returned pump showed that it was programmed to deliver baclofen (500.0 mcg/ml) at 130.42 mcg/day. During pressure testing a leak was seen at the sutureless connector. A user related hole was found in the body of the catheter. : recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Event description:
The pump and catheter were returned with no information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.